Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump is alarming and the screen reads no disposable clamp tubing. The pump is stopped and continues to alarm. Reservoir volume is 93.5 ml. There is no air in the tubing. Turned the pump off, closed a clamp on the tubing and removed the cassette. Bubbles observed in the tubing that extends across the top of the cassette. Tubing massaged and cassette tapped lightly on a firm surface. Cassette reattached, clamp opened and pump started. The screen reads run reservoir volume 93.5 ml. There was no patient injury reported.